Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Blood glucose levels ranged between 80-250mg/dl. The occlusion alarms wre resolved by closing the alarm and resuming insulin deliveries. Reportedly, the customer uses their pump supplies for 3-4 days. Tandem technical support advised the customer to wear their pump supplies for up to 48 hours in order to stay within humalog labeling.